Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and determined the account had two different styles of caregiver control membranes on the bed (one that is the correct version for this bed and one that is not the correct version for this bed). The technical support representative provided the account with the part number for the proper caregiver control membrane for this version of the bed and advised the account to replace the improper caregiver control membrane currently on the bed. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Ensure the bed exit system works properly. Make sure all functions on the caregiver control operate correctly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the bed exit would set and alarm at the bed, but would not send a bed exit alarm to the nurses' station. The bed was located at the account. There was no patient/user injury reported.(B)(4).